Manufacturer narrative:
B2 - outcomes attributed to adverse event: updated b5 describe event or problem: updated e1 - initial reporter zip/post code: corrected to (B)(6).

Event description:
It was reported that left bundle branch block occurred. The native aortic annulus was mild to moderately calcified. Vascular access was obtained via the right transfemoral artery. Pre-balloon aortic valvuloplasty was performed. A 27mm lotus edge valve was then implanted. After valve deployment, the patient developed a new left bundle branch block. The patient was monitored and kept in the hospital an extra night. It was further reported that in (B)(6) 2020, a permanent pacemaker was implanted.

Event description:
It was reported that left bundle branch block occurred. The native aortic annulus was mild to moderately calcified. Vascular access was obtained via the right transfemoral artery. Pre-balloon aortic valvuloplasty was performed. A 27mm lotus edge valve was then implanted. After valve deployment, the patient developed a new left bundle branch block. The patient was monitored and kept in the hospital an extra night.